Event description:
It was reported that the cylinders of the inflatable penile prosthesis (ipp) would not inflate, the right cylinder had a hole in it. New pump and cylinders were implanted. The patient had a good outcome with a functioning device.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reason. New pump and cylinders were implanted. No patient complications were reported in relation to this event.